Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off the balloon during preparation. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were four kinks in the shaft, 0.5 mm, 8 mm, 10 mm and 13 mm proximal to the proximal seal. There were two bends in the hypotube 43.1 cm and 95.5 cm distal to the distal end of the strain relief tubing. There was no other damge noted to the stent delivery system. The stylet and protective sheath were also returned. There was no damage noted to the stylet or the protective sheath. Pin gauges were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident information and analysis of the returned multi link rx vision sds. It was reported that the stent came off the balloon during preparation. The analysis of the returned sds confirmed the reported dislodged stent from the balloon since the stent implant was not returned. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, or forced sheath removal, stent loosened during transportation/storage, but in this instance, it is unknown what caused the stent dislodgement. Visual analysis revealed absence of blood or contrast. The balloon was tightly folded and there were crimp marks on the balloon between the markers. These observations are consistent with the fact that the sds was not used, and that the stent implant was originally positioned correctly at the time of manufacture. The protective sheath inner diameter was within specification, indicating that the stent implant was adequately protected. In addition, analysis of the returned device indicated two bends in the hypotube distal to the distal end of the strain relief tubing. Also, there were four kinks noted in the shaft proximal to the proximal seal. However, since there was no mention of these product issues during inspection prior to use, it is most likely from handling of the device during the packaging for shipment back to abbott for evaluation. These product issues do not appear to be related to the reported dislodgement of the stent implant. A conclusive root cause for the stent dislodgement could not be determined; however, this incident does not appear to be related to a quality problem. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.